Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to defective boards. The motor control boars and the motor power amplifier boards were replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a s5 double head pump gave a motor control failure error message and another error message associated to wrong direction of rotation during service. There was no report of patient injury.